Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Nothing found during visual inspection of the subject device by (B)(4). Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing conducted by the user facility, the subject device tested positive for escherichia coli and klebsiella pneumoniae (total of microbial colony count is 25cfu/50ml.). The facility also informed that the subject device was re-tested. The suction channel of the subject device tested positive for pseudomonas aeruginosa and klebsiella pneumoniae (total of microbial colony count is 78cfu/50ml.) .

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4)). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. After the microbiological testing at the third party laboratory, any abnormality was not found during visual inspection of the subject device by ofr.